Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, occurring on two occasions and resolving after a few minutes; during attempts the device did not vibrate, and the device charge was reported as 83 percent, consistent with a key or button not working on the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the switch/relay consistent with an unresponsive button. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.